Manufacturer narrative:
Under european law, patient information is considered confidential and will not be released by the hospital. It is currently unknown whether or not the device may have caused or contributed to the incident. No conclusions can be drawn at this point in time as to what caused the event. Should additional relevant information become available, as e.g. After return of the device to breas medical, a follow-up report will be submitted. This incident has additionally been reported to the (B)(4), in manufacturer's vigilance report no. (B)(4).

Event description:
Home care provider in (B)(6) reports an incident with a vivo 50 ventilator. The patient (ventilated with a tracheostomy) was found stretched out at the foot of her bed in a state of hyperthermia and in a coma, at 6:00 am on (B)(6). It seems she was not ventilated at the time. However, the device has not yet been made available for investigation, and the log files initially provided by the home care provider turned out to be partly corrupted. Currently it is therefore unknown whether or not the device may have caused or contributed to the incident. No conclusions can be drawn at this point in time to what caused the event. Should additional relevant information become available, as e.g. After return of the device to breas medical, a follow-up report will be submitted.